Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced low audio levels on high volume audio setting, thus confirming the reported "no audio" condition. This condition was caused by a failed backflex. The rear case assembly (including the backflex) was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a no audio condition. It was also reported that there was no pt injury.